Manufacturer narrative:
Device passed the self test, sleep current measurement and active current measurement. No unexpected critical pump error during testing. However, pump error 38 alarm during the rewind test due to moisture damage on the electronic assembly. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm during the rewind test. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. Customer also stated that critical pump error was displayed on screen. The device will be returned for analysis.